Event description:
No patient involvement. Defective lot number of b braun easypump 250ml/ 175ml/hr. Lot 22k05ge722; ref 4540050-02. Easypump leaking after filling with sodium chloride 0.9%. Leaking from tubing insertion into top of pump.